Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when opening the package, the fbn device had red fluid in the flashback window."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when opening the package, the fbn device had red fluid in the flashback window.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 06/07/2021. H.6. Investigation: bd received 1 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (red fluid) in the hub with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter (red fluid) in the hub was observed. In both the pictures and the returned sample it can be seen that the non-patient sleeve is missing. If the sleeve was available it could be inspected for puncture marks to determine if the device was used. The red fluid was also observed on the IV and non-patient cannula which could mean that the device was used. Fourier-transform infrared spectroscopy (ftir) testing was done on the red fluid and it determined that the fluid is a mixture of protein based material and other unknown components. Based on looking at the red fluid under a microscope there were no bi-concave shaped particles (blood cells) so it could not be confirmed whether or not the foreign matter contains blood. Bd only uses green liquid during flashback needle inspection so a root cause for where the foreign red liquid came from could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.